Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device check, the clinician clicked on recommended programming parameters to view the contents of the program on the patient's implantable pulse generator (ipg). It was later discovered that the ipg programmed the suggested changes without input from the clinician. The ipg remains in use. No patient complications have been reported as a result of this event.